Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was a needle retraction issue. The sensor was inserted into the abdomen on (B)(6) 2019. No product was provided for evaluation. Confirmation of the reported needle retraction issue could not be determined. A probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2019 that on (B)(6)2019, there was a needle retraction issue. The sensor was inserted into the abdomen on (B)(6)2019. The complaint states the patient experienced a needle retraction issue. Product was provided for investigation. Confirmation of the complaint was confirmed via product. The probable cause was determined to be a detached needle from the inner needle hub. No additional event or patient information is available.